Manufacturer narrative:
We have reviewed the device history record (manufacturing & inspection) of l'disq c. But we cannot find any quality problem in DHR. After removal surgery, the patient is now recovering at home.

Event description:
This event occurred in (B)(6). The patient had disc disease between c5 and c6 vertebrae. The patient underwent disc decompression procedure to eliminate herniated tissues of the disc on (B)(6) 2018. Tip of the device (l'disq c) was broken off in process of the procedure. On last week of (B)(6), broken tip was removed from disc through surgery.